Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with hemolysis and required to be admitted to the hosp. No add'l info was provided to the MFR.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.